Event description:
Used amo complete moisture plus soft contact lens solution and developed blurred vision, excessive tearing, overnight matting, sensation of something in eyes, which lasted several weeks. Dose: 1/4 teaspoon. Frequency: weekly. Route: ophthalmic. Dates of use: one month. Diagnosis or reason for use: soft contact lens solution.